Manufacturer narrative:
Product ID: 8578, lot# n166718016, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received on 2015-07-17 from a healthcare provider (hcp) and manufacturer's representative via an mpxr (mobile product experience report) regarding a (B)(6) year old male patient receiving gablofen (baclofen) (2000mcg/ml, 449.6mcg/day) via an implanted infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy and seizures. The patient was also taking tegretol at the time of the reported event. During a routine pump replacement due to normal eri (elective replacement indicator), a leak around the sutureless connector was found. When the pump pocket was opened, a moderate amount of clear fluid was present in the pocket. Before disconnecting old pump, a side port aspiration was completed and 1-2cc of csf (cerebrospinal fluid) was easily aspirated. After disconnection from the pump, preservative free saline was pushed through the catheter and no leaks were noted along the visible catheter. The new pump was connected and aspirated through the si de port. Air bubbles were noted in the aspirate, so csf was pushed back through. "Obvious" leaking was noted around the sutureless connector. A new sutureless connector was added to replace the leaking one, resolving the reported issue. No signs or symptoms were noted by the patient. The explanted component was returned to the manufacturer. Follow up was conducted to obtain further drug information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter sutureless connector (sc) found c300. Coring, tears, and/or cuts were observed in the seal that met the leak criteria per (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.